Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation the device failed initial power up. There was no harm or injury reported. During evaluation, the device failed initial power up. The allegation was confirmed. No repairs were completed because the device was scrapped.